Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: during investigation, the pump powered up to an unresponsive keypad. Moisture was found on the display screen inside the pump. A leak test was performed and failed due to a battery compartment leak. The power complaint was unable to be fully investigated. The pump cover was removed to find further moisture corrosion to the power printed circuit board. And keypad flex/connector. The keypad was removed to find no contamination or damage to the button contacts.